Event description:
The customer reported a false negative crossmatch result on the orth provue analyzer using a pt's sample containing anti-e antibody. The customer crossmatched 17 units on the provue (full crossmatch) and 2 units were found to be compatible. The two units were typed for the little-e antigen in tube method. One of the two units was typed as little-e positive, and the other was little-e negative. The customer indicated that both homozygous cells and heterozygous cells reacted with the screen and panel. False negative reactions with antigen positive cells may lead to the transfusion of incompatible blood.

Manufacturer narrative:
Ocd customer technical services (cts) performed troubleshooting with the customer regarding the negative crossmatch results obtained on the provue. The customer indicated that they only use one donor segment for cross match testing on the provue. Cts advised the customer to repeat testing on the provue with the unit in question using two donor segments instead of one. The customer indicated on (B) (6) 2009, that they repeated testing as instructed by ocd and obtained positive/incompatible results on the provue. Cts explained to the customer that the false results obtained on the instrument appeared to be related to inadequate donor red cells used for testing. The customer was satisfied with the troubleshooting guidance and the explanation provided by cts. Therefore, service was not required at time. Cts followed up with the customer on (B) (6) 2009, to request additional information from the customer. The customer reported that they provided incorrect information to ocd, and that repeat testing performed using the two segments was compatible. The customer had initially reported that the result was incompatible. Service was not requested on 5/20/09, since the issue had not recurred and no other complaints had been logged against this analyzer since this incident. Incident is isolated. (B) (4).